Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. No additional information was provided and the customer declined troubleshooting with tandem technical support.